Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a solicited report by a physician from (B)(6) of tonsillitis and sterile peritonitis in a male patient (age not reported) coincident with extraneal viaflex and physioneal 40, unknown bag therapies (lot numbers not reported). On an unreported date, the patient began treatment with extraneal viaflex, (dose, frequency and lot number not reported), and physioneal 40, unknown bag, (dose, frequency and lot number not reported), intraperitoneally ip), for renal insufficiency. On an unreported date in 2010, the patient developed tonsillitis and on (B)(6) 2010 developed sterile peritonitis. Hospitalization was not reported and it was unknown whether laboratory testing was performed. The patient was treated with unspecified antibiotics for the tonsillitis when the sterile peritonitis occurred. No treatment was rendered for the event of sterile peritonitis except for the antibiotics used for tonsillitis. After extraneal was discontinued on (B)(6) 2010, the patient recovered from the event of sterile peritonitis, however the outcome of the tonsillitis was not reported. Physioneal remained ongoing. The reporter believed the event of sterile peritonitis was related to extraneal therapy. The reporter did not provide an opinion of causality for the event of tonsillitis or physioneal therapy.